Event description:
It was reported that there was a significant potassium (k+) drift even after passing gas sensor calibration on the blood parameter monitor (bpm). As a result, an alternate device was employed. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the pt. No other details regarding the nature of this event were provided. Per the clinical review on (B)(6) 2013: per the chief perfusionist (ccp), she clarified that the issue was not with k+ inaccuracy but carbon dioxide (co2) inaccuracy accompanied with a repeated co2 out of range error message. The unit would gas calibrate but would show significant drift between in-vivo recalibrations. The drift was so significant that it was easily detected by the clinician. This resulted in additional blood gas analysis. The monitor was being returned for service. There was no pt harm that occurred due to this inaccuracy.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.